Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to high threshold values. While on the laboratory, it was found out that both of the rv and lv leads had insulation problems due to clavicular crush. The lv lead was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, that this left ventricular (lv) lead was thoroughly analyzed. An insulation problem due to clavicular crush was confirmed. Analysis discovered dried body fluid throughout the entire lead lumen. Clavicle fracture was at 438 millimeters (mm) from the terminal pin. Clavicle abrasion was at 430 ¿ 443 mm from the terminal pin. Crushed coils were at 431 ¿ 442 mm from the terminal pin.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was scheduled for lead revision. This lv lead also exhibited high pacing thresholds. During the procedure, the electrophysiologist found out that the lv lead has insulation damage and fracture. It was determined the cause of fracture was clavicular crush after extraction and close examination. The lv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.